Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called stating he had a left knee revision done on (B)(6) 2017 due to loosening and hyper-extension. Patient is still experiencing loosening and hyper-extension. Loosening, hyper-extension after revision.

Manufacturer narrative:
Device information added. The following devices were also listed in this report: tri post augment sz8 5mm, cat#5543-a-800; lot#wggg. Triathlon stem extender 25mm; cat#5571-s-025; lot#aj7847. Triathlon femoral distal augment 5mm - size 8 left; cat#5540-a-801; lot#khzw. Tri post augment sz8 5mm; cat#5543-a-800; lot#kzxl. Md.univ.cement restrictor w/di; cat#b000-1240; lot#6m9261. Simplex p with tobramycin 1 pack; cat#6197-9-001; lot#mhx079. Rv.univ.cement restrictor w/di; cat#b000-1300; lot#6m9255. Tri ts baseplate size 7; cat#5521-b-700; lot#wrswa. Triathlon cemented stem-15mm x 50mm; cat#5560-s-115; lot#0055119k. Tri lm/rl tib aug sz7 5mm; cat#5545-a-701; lot#eravh6d. Tri ts femur sz8 left; cat#5512-f-801; lot#msow. Tri rm/ll tib aug sz7 5mm; cat#5545-a-702; lot#er8we3h. No 7. Triathlon ts plus tibial insert x3 poly 13mm; cat#5560-s-115; lot#0055120h. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding alleged "patient factors" involving a triathlon insert was reported. The event was confirmed. Method & results: device evaluation and results: not performed as product remains implanted. Medical records received and evaluation: a review of the medical records by the consulting clinician indicated "review of these records confirms that because of posterior laxity and instability the patient underwent revision of a non stryker tka to a more constrained stryker ts tka.the records further confirm that the patient developed anterior posterior instability in the revised knee related to a combination of soft tissue attenuation and muscular dysfunction related to his underlying parkinsons disease." Product history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: the reported event was confirmed. A review of the medical records by the consulting clinician indicated "review of these records confirms that because of posterior laxity and instability the patient underwent revision of a non stryker tka to a more constrained stryker ts tka.the records further confirm that the patient developed anterior posterior instability in the revised knee related to a combination of soft tissue attenuation and muscular dysfunction related to his underlying parkinsons disease." If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Patient called stating he had a left knee revision done on (B)(6) due to loosening and hyper-extension. Patient is still experiencing loosening and hyper-extension. Update 29-nov-2018: patient stated he was revised due to tcl ligament being loose. Event update per medical review "[...]the records further confirm that the patient developed anterior posterior instability in the revised knee related to a combination of soft tissue attenuation and muscular dysfunction related to his underlying parkinsons disease."